Event description:
Customer called to get help with their glucosemeter. It was discovered that the calibration check strip was out of range. The device was replaced and the defective one was returned for further investigation.